Manufacturer narrative:
The CAPA was initiated on (B)(6) 2016 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was not able to communicate with external devices following an unrelated procedure. Troubleshooting was able to recover the ipg. The issue has been resolved.